Event description:
This pt experienced diaphragmatic stimulation. The lead was successfully repositioned to a high lateral position and all records indicate it remains actively implanted. Should additional information become available, this event will be updated.